Event description:
It was reported from (B)(6) that during testing, it was observed that the small battery drive device forward trigger was sticking. The event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.